Event description:
On (B)(6) 2012, the patient contacted animas alleging that the date was incorrect when she went to deliver a bolus. The patient noted that the date was (B)(4) 2007, and stated that the date has been "off for a few days now." The patient stated that she had not changed the battery for a few weeks and has not noticed any power loss. During troubleshooting, the patient removed and re-inserted the battery and reported that the pump kept the time and date appropriately. Upon review of the pump history, it was noted that the last correct date in the pump is (B)(4) 2012. There is no reported patient impact as a result of the alleged issue. This complaint is being reported because the pump's date was allegedly incorrect without any user intervention.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump was able to maintain time. There was no defect found. The black box showed a time and date rest on (B)(4) 2012 and it was corrected on (B)(4) 2012. The bt1 was found to be corroded.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.